Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 6 patient samples on a cobas e 801 analytical unit. The patient samples were initially tested on (B)(6) 2023. The customer received a qc error on (B)(6) 2023 and recalibrated the assay, then repeated the patient samples from the previous day. On (B)(6) 2023, patient 1 had an initial estradiol result of 50.3 pg/ml. On (B)(6) 2023, the repeat result was 36.3 pg/ml. On (B)(6) 2023, patient 2 had an initial estradiol result of 55 pg/ml. On (B)(6) 2023, the repeat result was 39.8 pg/ml. On (B)(6) 2023, patient 3 had an initial estradiol result of 60.8 pg/ml. On (B)(6) 2023, the repeat result was 44.6 pg/ml. On (B)(6) 2023, patient 4 had an initial estradiol result of 31.6 pg/ml. On (B)(6) 2023, the repeat result was 20.8 pg/ml. On (B)(6) 2023, patient 5 had an initial estradiol result of 49.1 pg/ml. On (B)(6) 2023, the repeat result was 35 pg/ml. On (B)(6) 2023, patient 6 had an initial estradiol result of 48.6 pg/ml. On (B)(6) 2023, the repeat result was 35.2 pg/ml.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a leak in the sipper nozzle and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.